Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records indicates a titanium (ti) screw was indeed inside of a supposedly stainless steel screw. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. It was found that a titanium instead of a stainless steel screw was in the package. This is clearly a manufacturing fault which was regrettably nod detected during final inspection. This lot was manufactured in the year 2009 and back then some parts of the work order were entered manually, by this it may have been possible to make such a material mix-up like this case.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Titanium screw is in an unopened inner package. This is report 1 of 1 for complaint # (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on (B)(6) 2013, when opening a package which was supposedly containing a stainless screws (ss); the package turned out to contain a titanium (ti) screw. It was also reported the package was labeled as for a stainless screw (part number 02.227.280s and lot number 2470798 ). All packages with the aforementioned part number and with lot number 2470798 contained the titanium screws. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).